Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the armada 35 instruction for use states: inflation in excess of the rated burst pressure may cause the balloon to rupture. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the right common iliac artery with mild tortuosity, heavy calcification and 99% stenosis, a 12x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced to the target lesion with slight resistance with the patient anatomy for pre-dilatation. The balloon was inflated once at 16 atmospheres (atm) for 30 seconds. The device was advanced 2 cm further and was inflated again. During the second inflation for 30 seconds, the balloon ruptured at 16 atm and contrast was noted to be leaking from the balloon. The armada 35 pta catheter was removed from the patient anatomy without resistance. Reportedly, by flushing the device outside of the patient anatomy a pinhole rupture was confirmed. The armada 34 pta catheter was replaced with a 10x20 mm armanda 35 pta catheter which dilated the lesion without issue. The procedure was successfully completed after a 10x29 mm omnilink stent was implanted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.